Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Manufacture date for part #ex0410042, lot ti111a037 is 28 jan 2011; manufacture date for part # ex0410043, lot ti11a036 is 28 jan 2011. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Manufacture date for part #ex0410042, lot ti111a037 is 28 jan 2011; manufacture date for part # ex0410043, lot ti11a036 is 28 jan 2011. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual and optical examination identified surface marks consistent with instrument usage, handling and storage. Dimensional inspection of all three instrument tip radii confirms conformance to print specification. Inspection of all three instrument interior edges of the retractors identified non-conforming edge radii.

Event description:
It was reported that the patient underwent a micro discectomy/laminectomy. It was reported that as the surgeon was retracting the nerve root when the edge of retractor tore the dura. The torn dura was repaired. No additional patient complications were reported.